Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. It was reported that air bubbles were observed in an undefined area. Customer declined troubleshooting with tandem technical support for this issue. There was no reported impact to customer's blood glucose level.